Event description:
Reportedly, on (B)(6) 2020, an intermittent communication issue was observed while interrogating a pacemaker with the subject programming head and the associated programming tablet. On (B)(6) 2020, a malfunction of the usb 3.0 port of the associated programming tablet was reportedly observed while attempting to export patient data.

Manufacturer narrative:
Preliminary analysis revealed a proper functioning of the returned programming head.

Event description:
Reportedly, on (B)(6) 2020, an intermittent communication issue was observed while interrogating a pacemaker with the subject programming head and the associated programming tablet.

Manufacturer narrative:
B5 (describe event or problem) corrected. Please refer to the attached analysis report. - attachment: [20200515 - file-2020-00200 - analysis_and_closure_report_resp-2020-00512.pdf].

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, an intermittent communication issue was observed while interrogating a pacemaker with the subject programming head and the associated programming tablet. On (B)(6) 2020, a malfunction of the usb 3.0 port of the associated programming tablet was reportedly observed while attempting to export patient data.